Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited auxiliary control unit (acu) watchdog and primary audible alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repairs. The customer reported issue was confirmed as errors were found in the alarm history. The root cause of the issue was a faulty speaker. The speaker was replaced to fix the issue. The device passed all testing after the repairs.